Event description:
It was reported that the right ventricular lead had perforated the ventricle and the patient was noted to have developed tamponade. The right ventricular lead was noted to be explanted and not replaced. About a week after the explant procedure, the patient reported having "inflammation against the wall of the heart," "terrible pain," and a fever of 101 degrees. The patient indicated that the device implant site was "swollen, inflamed, warm to touch." The patient indicated having all of these symptoms since time of right ventricular lead implant. The patient also reported having pericarditis "right after the implant". A week after the patient's report, the patient's spouse reported that the remaining portion of the system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.